Event description:
A wand handpiece with a bonded 30-gauge 1" needle was used to perform a dental injection. The user assembled the handpiece and attached it to the drive unit. The user acknowledged "bending" the needle prior to the placing the needle to performing the injection. The injection was successful. Upon removal of the handpiece from the patient's mouth, the needle separated at the needle/hub interface. User confirmed the location of the needle fragment within the soft tissue and removed it without injury to the patient.

Manufacturer narrative:
In the operators manual under basic operation, it recommends that the operator bend the handpiece and not the needle. The operator failed to follow these instructions and bent the needle. The operator disposed of the handpiece in question and we were, therefore, unable to conduct analysis on that device. Similar handpieces from the same lot number were reviewed and the needles were intact and bonded properly to the hub. Tests showed that bending the handpieces could cause them to break. No action by the manufacturer is planned at this time.